Event description:
During a right ureteroscopy when the surgeon stepped on laser pedal, cracking sound was heard, fiber did not work. No harm to the patient. Fiber passed off the sterile field. New fiber was opened to sterile field and laser worked without issue.